Manufacturer narrative:
Concomitant medical products: 693565, lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed suspected loss of capture on an electrocardiogram (EKG). The clinician stated they had not observed any rates lower than the lower rate limit. The crt-d remains in use. No patient complications have been reported as a result of this event.